Manufacturer narrative:
The log files did not contain a malfunction consistent with the reported event of inconsistent spontaneous breathing. The device logs do not indicate any mechanical or electrical errors, and inspection of the device did not identify any source of malfunction. A cross functional team consisting of engineering, clinical, product surveillance, and medical determined that there was no death or injury that resulted from this event. The patient desaturated to 86%, and the patient passed due to withdrawal of care after having already been transferred to a different ventilator.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Ethnicity and race not provided. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a patient was connected to a carescape r860 ventilator that was inappropriately responding to spontaneous breaths, causing erratic ventilation. Reportedly, the patient experience hypoxia and hypercapnia. The ventilator was replaced with another ventilator, the case was resumed, and the patient condition improved. Ge healthcare will submit a follow-up report when the investigation has been completed.